Event description:
Tip detached from catheter body - no resistance was felt and didn't realize the tip was off until he removed the catheter. Pt is fine.

Manufacturer narrative:
The catalog number and lot number were not supplied. The reported description matches catalog number 10732201. A ship history was conducted on the complainant and the catalog number. A ship history showed several possible lot numbers had been shipped. The possible lot history records were reviewed for any abnormalities, which may have contributed to the complaint. Nothing found that would have contributed to the reported complaint. The complaint sample has been returned for eval. Review of returned sample: the complaint investigation is currently ongoing at this time. Conclusion: findings of the investigation will be reported at the conclusion of the investigation.